Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received not that post-paced t-wave oversensing (pptwos) persisted, despite previous programming interventions. There was no patient symptoms reported. Further information was requested but not received.

Event description:
It was reported that the patient presented for in clinic follow up. An interrogation of the implantable cardioverter defibrillator revealed episodes of non-sustained right ventricular over-sensing. The episodes were attributed to post-paced t was over-sensing. Programming interventions were made. The patient was stable.